Manufacturer narrative:
(B) (4)(B) (6)

Event description:
It was reported to boston scientific corporation that an advantage transvaginal system was used during a sling placement procedure. According to the complainant, post-operatively, the patient experienced urinary retention. A catheter was placed prior to discharge to treat the patient. The procedure was documented as successfully completed. During a follow-up visit on (B) (6)2008, the patient continues experiencing retention and is being treated with a cystocatheter.